Manufacturer narrative:
Omit date of event & therapy date, they are unknown.

Event description:
It was reported that the device started to get error code 242.4030. Device was sent for repair, and ail assembly was replaced. Error code went away. Pump was then tested and checked for flow and pressure rated and passed. Although requested, additional information was not provided.

Event description:
It was reported that the device started to get error code 242.4030. Device was sent for repair, and ail assembly was replaced. Error code went away. Pump was then tested and checked for flow and pressure rated and passed. Although requested, additional information was not provided.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the device started to get error code 242.4030. Device was sent for repair, and ail assembly was replaced. Error code went away. Pump was then tested and checked for flow and pressure rated and passed. Although requested, additional information was not provided.